Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an unknown "self-check fault" message and stopped ventilating. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the customer's report was duplicated once during initial testing. However, the device was put through extensive stress testing without duplicating the report. The power interface module (pim) board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "self-check fault - 2423" message and stopped ventilating. Complainant indicated that there was no patient involvement in the reported malfunction.